Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging the patient's onetouch ultralink meter would not power on. The medical surveillance specialist (mss) was unable to reach the reporter for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The reporter stated the alleged issue began approximately 4 weeks ago although could not recall the exact date/time. The patient manages her diabetes using insulin pump therapy (unknown type). It is unclear what actions the patient took when she was unable to check her blood glucose with the subject meter. The reporter claimed that 1 hour later, the patient developed symptoms of "a headache and had ketones." It is unclear how the reporter confirmed the presence of ketones. The reporter claimed that patient consumed food and or drink approximately 5 minutes later for unknown reasons. The reporter denied that the patient received any medical treatment due to her reported symptoms. It is unclear if the patient used another device to check her blood glucose. At the time of troubleshooting, the cca noted that the subject meter's batteries did not need to be replaced based on the meter's specifications. The correct tests strips were being used. The issue remained unresolved and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.